Manufacturer narrative:
Device received with cracked reservoir tube lip noted. The p-cap was able to lock in place. Device passed displacement test, rewind test, basic occlusion test, off no power test and self test. No error or alarm noted during testing. Device pass the test.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received by medtronic indicated that the insulin pump¿s piston was pushing back and loose from the back on reservoir compartment. Customer reported that the drive support cap appears normal. Customer performed self-test and insulin pump failed the test. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.